Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right atrial (ra) lead during an episode of atrial tachycardia/atrial fibrillation (at/af). The ra lead sensitivity was changed and the lead remains in use. No patient complications have been reported as a result of this event.